Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient. On (B)(6) 2011, the patient had experienced a leg pain that was believed to be caused by mesh. The patient was then referred to a different facility for further investigation and management.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient. On (B)(6) 2011, the patient had experienced a leg pain that was believed to be caused by mesh. The patient was then referred to a different facility for further investigation and management. Additional information: the obtryx system device was implanted into the patient during a transobturator tape procedure performed on (B)(6) 2011. Reportedly, the patient had experienced leg and back pain before the mesh was inserted into the patient. However, it was reported that the pain became worse after the implantation. The patient's current condition was reported to be okay.

Manufacturer narrative:
Additional information: blocks a2 gender, b5, b7, d6a and d7a. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain. Impact code f2303 captures the reportable event of further pain management. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.